Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead rose to high thresholds one month after an implantable pulse generator change. It was also noted that the rv lead exhibited low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.